Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at 4.37123 mg/day) and clonidine (1 mg at .43712 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased pain since december, as well as some itching. There were no recent trauma to the pump, pump gave the default code: 'error message: underdosage', but actual reserve volume exceeds calculated reserve volume. Sideport aspiration was successful. A bolus was administered a few hours after the aspiration so the patient came to emergency with symptoms of withdrawal. Therefore the healthcare provider concluded that there was a problem with the catheter and a revision of the catheter was performed. The issue was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: 0209029932; implanted: (B)(6) 2016; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 27-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.